Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the caller with the reset. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if any further issues arise.